Event description:
Patient reported that on (B)(6) 2021 the needle button accidently released prior to the completion of the 24-hour period, patient reports was able to administer mealtime clicks and later in the day patient noticed the needle button had popped out.